Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received pump error twice. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting and it was reported that the customer was able to clear the alarm but was unable to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Rewind anomaly not confirmed. No unexpected pump error 37 alarms noted during testing. Moisture damage was found on the electronic assembly and motor during visual inspection. Device received with corroded motor home switch.